Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating due to network issues. A field service engineer (fse) logged into carefusion admin and checked the network settings and the network cables at the wall port as well as behind the station. The fse troubleshooted the device until the information technology (it) support arrived. After troubleshooting the device, the fse and the it confirmed the port was alive. The fse then entered the provided internet protocol address given by the it and restarted the network adapter and application. The fse verified that the adapter was sending and receiving traffic and the application icon issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not communicating due to network issue and was offline in remote smart service (rss). The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.